Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: on investigation, the black box data and alarm history revealed multiple cs078 motor rewind alarms. The pump powered on and ez-prime steps were successfully performed without cs078 occurring. No errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, moisture corrosion was found in the battery compartment and on the motor flex/connector inside the pump due to a moisture leak at a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.